Event description:
It was reported that while stimulation was turned on the patient reported that the site of her ins ¿hurts¿ and pain ¿migrates down leg all the way to her toes.¿ the patient noted that she had a cyst ¿start on the knee¿ two months prior to the date of report and had it drained one day prior to the date of report. The patient believed it was due to her implant. The patient noted that she wanted the device removed. The patient noted that these problems started when she got the device put in. The patient stated that the device had not even been helping her. She noted that the leads were causing problems and the device seemed to be ¿touchy.¿ it was noted that adjustments have not helped her. The patient noted that the device had caused the patient¿s anxiety to ¿be horrible¿ and affected her way of life where she ¿is not able to do anything anymore.¿ the patient reported acute pain at the ins location. It was noted that this started following the implant. The patient was redirected to hcp. Patient outcome was unknown at the date of report. It was further reported that the patient still had concerns but was working with her physician and manufacturing representative. The patient had a follow up appointment on (B)(6) 2013. It was reported that the patient had an appointment to have her device removed. It was noted that the patient was having her device removed because she was having a lot of problems it was noted that ¿it was hot at the implantable neurostimulator (ins) site.¿ it was noted that this began at implant. It was further noted that the patient¿s health care professional (hcp) told her to turn the device off a month prior to the report. It was noted that the device ¿never helped with her sciatic pain.¿ it was noted that the patient¿s pain was worse and that the device caused problems. It was further noted that the patient had a ¿baker¿s cyst behind her knee and a torn tendon.¿ it was noted that before the patient was implanted, she never had problems with her knee. It was noted that the issues with her knee started 2 months after implant. It was noted that the cyst and torn tendon were very painful and she couldn¿t walk. It was further noted that the cyst had to be drained every 2 weeks. It was noted that the patient needed to have an MRI of her knee. It was further noted that it was ¿hard for the patient to sit on the toilet because of the implant.¿

Manufacturer narrative:
Concomitant products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4): product type: recharger. Product ID: 3778-60,# serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013,: product type: lead. (B)(4).